Event description:
It was reported by service report that the power inlet was cracked and the bed had no power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Power inlet module.